Event description:
It was reported that pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer planned to reset the pump to resolve the malfunction.